Event description:
While servicing the ventilator, the biomedical engineer detected a loose remote alarm connector on the main pcb, which could result in intermittent alarms at the nurse's remote alarm system. The main pcb was replaced and returned to the factory for eval. The returned pcb could not be evaluated to determine root cause as the connector was detached from the pcb by the biomed engineer. Several reports of the remote alarm connector breakage have been reported from this one customer. Midhandling/rough use by the user is suspected as the cause of the breakage. Complaints received over the past 2 years were reviewed and this is the only customer who reported this type of failure. Customer has been advised to handle the ventilators with more care.